Event description:
Covidien received information alleging that the ventilator powered down and immediately powered back up while in use. There was no patient harm or injury reported. As per hospital ventilator alarmed. The customer service engineer (cse) inspected the device replaced the analog interface pcb and the power switch as precautionary. Failure investigation is ongoing.